Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the reported event may have been caused by a dp board failure due to aging of components on the board. Since the dp board generates and outputs dvi video signals, there is possibility that the endoscopic image could not be output due to this failure. Aged deterioration of components on the board may be due to long-term repeated use because more than 5 years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device and confirmed the following; the printed circuit board of the device had failure. The reported phenomenon was reproduced. The reported event appeared to be caused by the printed circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the dvi video signal was not output to the monitor and the endoscopic image was not displayed.there was no report of patient injury associated with the event.